Manufacturer narrative:
The user experienced severe hypoglycemia requiring hospitalization while on ilet therapy. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts, no factory reset, and no motor errors; the ilet was delivering insulin as requested and responding appropriately to cgm glucose values. Additional information confirmed the user¿s caregiver attempted to insert a cartridge while the user remained connected to the body and did not complete the rewind procedure prior to cartridge insertion. Based on available information, the event is attributed to user error involving failure to rewind while connected to the body during supply change procedures. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 04-may-2026 it was reported that on (B)(6) 2026 the user experienced hypoglycemia with blood glucose (bg) levels of 25 mg/dl, resulting in hospitalization. Emergency medical services were contacted, and the user was transported to the hospital where the user was admitted on (B)(6) 2026, treated with IV dextrose, and discharged on (B)(6) 2026. No long-term health effects were reported.